Manufacturer narrative:
Na.

Manufacturer narrative:
Investigations have determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number 50474302 for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two workaround options to customers. The first workaround is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second workaround is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these workarounds were communicated to customers by customer notification. The investigation for this event is ongoing.

Event description:
There was an allegation of a questionable elecsys ca 19-9 immunoassay result from cobas e 801 analytical unit serial number (B)(4). The initial result was 82.5 u/ml and was reported outside of the laboratory. The patient did not believe the result as their previous ca19-9 result was 8.2 u/ml. The specific date was this testing was not provided. On (B)(6) 2021, the sample was repeated and the result was 9.6 u/ml.